Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the actual device was received for evaluation; additionally, ten (10) retention samples were evaluated. Visual inspection of the actual sample identified a damaged primary packaging; however, there was no damage to the tubing. Visual inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified in the actual sample and not verified in the retention samples. The cause of the damaged packaging was related to shipping/distribution of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the primary sterile packaging of a photosensitive exaset was broken. This issue was detected during reception of the product prior to patient use. There was no patient involvement. No additional information is available.